Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The april 2007 15-month mid-urethral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure, date of the procedure unknown. Post procedure examination that occurred in 2007, it was noted that vaginal erosion had occurred. The patient was also suffering from an infection. The physician has not decided on the course of action, as of yet. No further information available.